Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure performed was anterior and posterior vaginal repair with enterocele repair, pubovaginal sling and cystoscopy.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, dyspareunia, injury, additional surgeries, erosion and urinary incontinence. Product was used for therapeutic treatment.